Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a saccular thoracic aortic aneurysm. Two cuffs from another manufacturer were also implanted. The distal aortic neck or landing zone measured 15 mm in diameter. It was reported that during the index procedure, the two cuffs from another manufacturer were implanted first. The two cuffs from another manufacturer "bounced up" and failed in implantation. The valiant stent graft was implanted distal to the other manufacturer's cuffs. The proximal sealing was short and an endoleak occurred. Touch-up was done with another manufacturer's balloon, however, the endoleak remained. Another manufacturer's cuff was implanted and extended up to the proximal side. An angiography was then performed and distal type I endoleak was also observed. The physician elected not to perform further treatment, and the procedure was completed. Neither endoleak resolved and no future intervention is planned for either endoleak. Per the physician, if the valiant stent graft had been implanted first instead of another manufacturer's cuffs, the positioning might have been good and there might not be an endoleak. The physician also stated that the type ib endoleak was due to a short sealing distance. No clinical sequelae were reported and the patient is being monitored by their physician.